Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va0jl4w, implanted: (B)(6) 2014, product type: lead.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient had the system explanted and sent for analysis because the patient did not think that the device was providing sufficient relief. Patient status is unknown at the time of this report and no device malfunctions were reported. There were no further complication reported or anticipated.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3889-28 , lot# va0jl4w, implanted: (B)(6) 2014, product type lead. Product ID 3889-28 , lot# va0jl4w, implanted: (B)(6) 2014, product type lead analysis. Analysis of the implantable neurostimulator (ins) (serial#(B)(4)) passed all functional testing. Insignificant ano malies were found. Analysis. Analysis of the lead (lot#va0jl4w) found the lead was cut through, the product was segmented.

Event description:
No new information.